Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it alarming due to very low fio2 (fraction of inspired oxygen) readings was confirmed. Ventec replaced the oa2 board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the oa2 board.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator provided an alarm indicating very low fio2 (fraction of inspired oxygen) readings. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue. The patient was placed on a different ventilator for support.

Manufacturer narrative:
UDI related data quality updates only. Corrected information for supplemental medwatch report 002 ¿ section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).